Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence on multiple occasions. Customer changed the cartridge to resolve the issues. Customer¿s blood glucose was 330-340 mg/dl.